Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusion alarms which were not reproduced during evaluation. Downstream occlusion messages were verified through a review of the event history log. Visual inspection found the symptom to be caused by a damaged downstream tubing guide which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false downstream occlusions. There was no known patient injury or medical intervention associated with this event. No additional information is available.